Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the tip of the hex driver end is damaged and the ends are twisted. The evaluation indicates the reported failure is not associated with the manufacturing.

Event description:
It was reported that during the removal of a posterior lumbar fusion, as the pedicle screws were being removed one or more screws may not have been able to be removed. The complained instruments broke as the surgeon was trying to remove the screws. No adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was performed. Design assessment determined that the material is appropriate for this application. The instrument was used to remove an unknown non-synthes implant. The torque required to remove the implant is unknown, and it is also uncertain if the proper driver was used. Based on the complaint description, another instrument with a different tip was also damaged while trying to loosen the implant. This suggests that the implant was stuck and required unusually high torque for removal. Based on these factors, this complaint is indeterminate from a design perspective.(B)(4)